Manufacturer narrative:
Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection.

Event description:
Customer reported via phone call that the insulin pump the pump was fell in the water. The customer¿s blood glucose level was 128 mg/dl the time of the incident. Customer stated behind the glass is foggy w/ droplets of water. Troubleshooting was done for moisture exposure. The insulin pump will be returned for analysis.